Manufacturer narrative:
The correct information has been provided in this report.

Manufacturer narrative:
Retainer ring=black. P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm, unexpected bolus delivery anomalies and no unexpected no delivery alarms noted during testing. Unit functioning properly during testing. However, reviewing adapt and download history files it appears the patient did received multiple no delivery alarms during bolus wizard. Force sensor test passed (22.7mv). However, moisture damage noted on force sensor gold plated traces during visual inspection. No physical damage noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated that insulin did not exit and insulin pump alarmed insulin flow block during load reservoir process. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.